Event description:
It was reported that after the iab was inserted, the pump experienced kinked catheter alarms and the ap waveform was lost. Blood was also seen in the helium tubing. Because of this, the iab was removed and replaced. There were no pt complications.